Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a communication error message. No patient injury was reported.